Event description:
Patient underwent fusion l3-s1 on 07/20/88. On 02/17/94 the hardware was removed with both plates broken. Patient was not fully fused. Cancellous bone graft was applied to non union.